Manufacturer narrative:
One catheter was received coiled without the packaging. Examination revealed that the balloon latex and proximal and distal windings were missing from the catheter tip, and were not returned. This condition may occur when the pull force of 1.5 lbs on an inflated balloon (per IFU) has been exceeded. Per the product IFU, the embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). The catheter body was found to be in good condition. A review of the manufacturing records indicated that the product met specifications upon release. The complaint was confirmed; however, there was no evidence of a manufacturing nonconformance found during the evaluation. As noted in the product IFU, the maximum pull force for this catheter is 1.5lbs. Review of the available information suggests that procedural factors may have contributed to the event. No actions will be taken at this time.

Event description:
It was reported that the balloon on the fogarty catheter dislodged in the patient; attempts to retrieve the balloon were unsuccessful. At last report, there were no complications and the patient had been discharged. Attempts to obtain additional information have not yet been successful. It was only reported that the balloon was inflated and pulled back to collect the clot. When the device was pulled out from the patient, the balloon was not found in place. The physician attempted to find the missing balloon by rerunning the procedure to collect the remaining clot in vessel as well as having x-ray examination, however, it was not found.

Event description:
Follow up indicated that the catheter was pre-tested (inflated before insertion into the patient). The procedure site was the femoral artery, the catheter was used during an open procedure. The clot was described as soft . Resistance was noted during the extraction due to a calcified wall. The balloon separation occurred during the 1st pass with the catheter.

Manufacturer narrative:
The catheter is expected to be returned for evaluation; however, it has not yet been received.